Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pace impedance measurements greater than 2,500 ohms. It was alleged that the lead was fractured. Subsequently, the patient underwent a revision procedure and this lead was surgically capped and replaced. No further adverse patient effects were reported.